Event description:
The customer contacted baxter's technical service center to report an issue of leak while on home choice (hc) device during use. The home patient (hp) stated that when he was connected to the hc, he opened the transfer set prior to connecting and the fluid came out. The baxter technical representative (tsr) advised that this was not hc operational issue. The tsr advised that it was clinical issue and the hp should contact the peritoneal dialysis registered nurse (pd rn). There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause was use error.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. A 510(k) number will not be provided in the emdr, because the product is unknown.

Manufacturer narrative:
(B)(4). This complaint for leak was confirmed, because the home patient stated that when he was connected to the homechoice, he opened the transfer set prior to connecting which can caused the leak. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.